Event description:
Per operative report: the valve was explanted due to staphylococcal endocarditis. There was also major vegetation along the posterior portion of the sewing cuff. The valve was replaced with 27mecj-502.